Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and treated with vancomycin (1g, intraperitoneal, 96 hourly, discontinued) and ceftazidime (1g, intraperitoneal, once daily, discontinued). Pd therapy was ongoing. At the time of this report, the patient has recovered from peritonitis and was discharged from the hospital. No additional information was available at the time of this report.